Event description:
IV catheter extension set unopened package had a portion of tubing outside of package; cut in half at one part and severed approx 3/4 of the way through tubing; remaining portion enclosed within package.